Event description:
(B)(4). Implanted in the dr office on (B)(6) 2013. Full hysterectomy leaving ovaries on (B)(6) 2015. All symptoms are gone.

Event description:
(B)(4). Extreme fatigue. Multiple heavy menstrual cycles. Horrible mood swings. No emotion. Loss of appetite. Weight gain, especially in the belly. Horrible bloating. Hives all over my back and neck. Pain from my belly button down. Numbness in my arms. Left foot has been cold and numb for months. Feel like I'm in a fog. Memory loss. Breasts have increased two cup sizes. Sores on my scalp. No sex drive. Itchy hives on my back neck and legs.